Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a nailing of left femur procedure, the femoral nail was inserted and while drilling the hole of the pfna blade, the tip of the reamer snapped off in the femoral head. The surgeon attempted to remove the fragment but was unable to. The decision was made to change the nail type and continued with the procedure. The procedure was prolonged by approximately an hour. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. No visible damages were found. A functional test was performed with the also received aiming arm and the device was functional as required. No product fault could be detected.